Event description:
It was reported that the blood glucose monitor displayed an error message resulting in elevated blood glucose levels. The patient's mother was administering random doses of insulin to the patient because she could not use the blood glucose monitor. This led to high acetone and acidity in the blood and the patient was admitted into the hospital. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient at the hospital was unknown. The patient was hospitalized for 2 days.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.